Manufacturer narrative:
(B)(6). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3003853072-2018-00041 through 3003853072-2018-00045.

Event description:
It was reported that a torque limiting handle did not limit the torque applied to four blockers during surgery, and the threads on all four blockers were damaged. The procedure was completed using alternative blockers. There were no reports of patient impacts associated with this event. This is report four of five for this event.

Manufacturer narrative:
UDI number: (B)(4). The returned blocker was evaluated. The external threads were found to be deformed in a manner consistent with cross-threading the blocker into the mating pedicle screw during installation a review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Event description:
It was reported that a torque limiting handle did not limit the torque applied to four blockers during surgery, and the threads on all four blockers were damaged. The procedure was completed using alternative blockers. There were no reports of patient impacts associated with this event. This is report four of five for this event.